Event description:
It was reported that during an adjustable band placement procedure, when the surgeon tried to insert the band in the trocar, the part used to close the band was detached. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Buckle shell torn and detached. Per visual inspection , it was observed that the shell from the curved band was returned torn and detached. One possible scenario to have the following failure mode is that the shell was grasped during insertion of the band in the trocar and inadvertently torn. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing process was performed and it is noted that all products are visual inspected prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.